Event description:
A new pressurized system that was nitrogen powered was used for this case which involved the use of a foot pedal. The system was used without incident vaginally. The system was again used for a second look after vaginal hysterectomy had been completed to promote hemostasis however, during examination, the footpedal malfunctioned -maximum pressure was 20psi- and the pressure on the gauge continued to increase. The rep from biomet biologics stepped on the foot pedal but the abdominal pressure continued to increase. The rep tried to pull the knob out to lock the gauge but did not work. The rep had to ultimately unplug the device from the air gauge -(B) (4)-. It was then noted that foley bag was filled with gas/air. Urology surgeon was called in for consult and cystoscopy was done. Pt was rescoped laparoscopically. Date of use: (B) (6) 2010. Diagnosis: laparoscopy, total vaginal hysterectomy. Event abated after use stopped or dose reduced: yes.